Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up, and post-paced t-wave oversensing was observed on a stored egm. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.